Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 72 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.